Event description:
A customer reported an altitude alarm issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer did not need to replace the cartridge and was able to resume using insulin with the original cartridge after receiving tips from technical support for preventing future altitude alarms.